Manufacturer narrative:
The maintenance action of replacing the sipper nozzle resolved the problem. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The sodium and potassium electrodes' lot numbers and expiration dates were not provided. The customer replaced the sipper nozzle, ran the wash rack, primed and performed calibration, qc, and precision check, and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium and potassium tests were affected. Sodium: initial result: 190.2 mmol/l. Repeat result: 139.5 mmol/l. Potassium: initial result: 6.8 mmol/l. Repeat result: 4.94 mmol/l.